Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The customer's blood glucose level was 260 mg/dl at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarms during testing was noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart, rewind, basic occlusion, occlusion, prime or excessive no delivery tests due to the buttons not responding. No frozen display was noted during testing. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.